Manufacturer narrative:
Based on available information device had an abnormal reboot because of a lack of power. The rse has suggested using another battery, as there has been one abnormal power failure observed previously. The customer performed testing and the device was returned to use. No further evaluation is warranted at this time.

Event description:
Philips received a complaint on the dfm100 device indicating that the device was having power issues. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Phone number - (B)(6).